Event description:
A trilogy evo, USA ventilator was returned to the third-party service center due to a "loaner return". There was no allegation of device malfunction. There was no allegation of harm or injury reported. During the evaluation of the trilogy evo, USA device at a third-party service center, it was reported that the display is damaged, and it also shows electrical damage due to flashing. Additionally, evt_power_vbus_dropped, evt_hard_power_fail, and evt_circuit_disconnect error codes were discovered in the device's event log "regarding the pneumatic system and the system board, they must be validated". No repair was performed, and the device was processed as scrap.